Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that there appears to be some sort of substance noticed in the canula and protrudes from the tip of the canula when ensuring separation of canula and needle prior to use on patients. Some devices are not sharp enough to pierce skin. Complaint via email. Xxxxx mdip report incident or problem information xxxxx mdip reference number (ID): (B)(4) date of incident (yyyy-mm-dd): (B)(6) 2026 type of incident/problem: a1. Defect (observed prior to use) level of harm: no effect - did not reach patient/person -- detected before use or does not touch patient before use xxxxx optional report to cmdsnet (health canada): incident details: there appears to be some sort of substance noticed in the canula and protrudes from the tip of the canula when ensuring separation of canula and needle prior to use on patients. Some devices are not sharp enough to pierce skin. Device information device name/description: catheter IV safety winged with multiguard 18gax1.25in cathena manufacturer: becton dickinson canada inc manufacturer code/model: 386808 serial or lot number: 4278305 supplier: xxxxx supplier/catalogue number: 333-386808 is the device retained?

Manufacturer narrative:
Our quality engineer inspected the 4 samples submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the samples. Analysis of the samples showed no foreign matter; however, visible silicone was observed on the catheter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. There could have been silicone accumulated at the surface of the lube tank which might have transferred to the cannula surface. After catheter subassemblies are set together with the needle hub subassembly, it is possible for the silicone to migrate to the cannula/catheter tip area during transportation or storage. The cleaning form was updated to include cleaning the surface area of the lube tank and surrounding areas every shift. The reported lot number was manufactured before action implementation.